Manufacturer narrative:
According to the reporter, the lens was discarded at the user facility. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Because the 1vipr30 cartridge used is not validated for use with the reported lens, the most probable root cause is user error. No corrective action is necessary at this time.

Event description:
It was reported that during implantation of an intraocular lens (iol) into the patient¿s left eye, the lens would not remain in place due to a faulty haptic. The trailing haptic was reported to be defective, causing decentration of the implant. The lens damage was noticed while the lens was inside the eye. The surgeon uses another manufacturer¿s reusable injector and cartridge. The lens was removed intraoperatively, and the incision had to be enlarged from 2.65mm to 3.0mm as a result of the intraoperative lens removal. A back up iol of the same model and diopter was successfully implanted. The patient did not notice a decrease in their vision. The physician's opinion, the likely cause of the iol damage was a probable defective haptic. The patient's outcome is good.